Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero extension set had leakage. The following information was provided by the initial reporter: today I accessed a pt's port using the bd maxzero needleless connector on the end of the port needle tubing and drew blood from the line by connecting a 10 ml syringe to the other end of this needleless connector. When I disconnected the waste syringe and the lab specimen syringe, there was a large drop of blood on the end of the needleless connector both times. One of these times of disconnect, the drop of blood dripped onto the chair the pt was sitting on. The other time of disconnect, blood dripped onto my glove and continued to pool at the end of the needleless connector. I ended up having to get a chg [chlorhexidine gluconate] swab to clean the blood off the end of the cap before placing the green curos endcap. Then I had to clean the blood off the chair and remove my glove/change it before labeling the blood tube to prevent transferring blood from my glove onto the tube.

Event description:
No additional information was provided.

Manufacturer narrative:
Follow up MDR for correction: following the submission of the initial MDR, it was determined that this event is considered cascading. Initial MDR (B)(4) will be voided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage / component - leak could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown.